Manufacturer narrative:
H3: the axium prime implant coil was returned without the introducer sheath. No bends or kinks were found with the axium pushwire. The implant coil was found to be broken and not returned. No other anomalies were observed. The axium prime coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Based on the device analysis and reported information, the customer¿s report of ¿coil stretch¿ was unable to be confirmed as the implant coil was found to be broken and not returned. There was no reported issue pushing the axium prime coil out from within the introducer sheath. Therefore, it is possible the axium coil became damaged upon removal from within the introducer sheath or during reported resistance; however, the root cause could not be determined. The model and lot numbers were not provided for the microcatheter; therefore, any contributing factors could not be assessed. Based on the device analysis and reported information, the customer¿s report of ¿resistance/failure to resheath¿ was unable to be confirmed as the implant coil was found to be broken and not returned. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the axium prime coil became stretched. The patient was undergoing treatment for a ruptured, saccular vertebral aneurysm. The patient's blood flow and vessel tortuosity were normal. It was reported that the fourth 4th coil the doctor tried to insert was not proper, so they wanted to reposition. They retrieved the coil to insert again, but that coil didn't go back while they pulled the pushwire. At that time the doctor thought the coil had auto detached, so they decide to pull it out of the patient. Finally the coil was able to go out from the patient, at which time it was seen to be stretched very long. There had been no friction or difficulty during testing or delivery. A continuous flush had been administered. The coil had been repositioned 1-2 times. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a non-medtronic guide catheter and microcatheter. Additional information received that the cause of the event was not determined. The doctor was concerned how much the power limit to push or pull coil to avoid this issue.